Event description:
It was reported that an ilet user experienced persistent hyperglycemia while on pump therapy, with a peak blood glucose of 451 mg/dl, and believed the issue was due to difficulty applying the teflon infusion set or an improperly attached connector. The user disconnected and used subcutaneous rapid-acting insulin via pen and remained on multiple daily injections, with the device component implicated as the infusion set. Symptoms included hyperglycemia, lethargy, and fatigue. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction and identified a usage problem related to improper or incorrect procedure or failure to follow instructions for infusion set placement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.